Event description:
The customer received blood glucose readings of 45 and 150 mgdl within 5 minutes of each other. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. Upon troubleshooting, it was discovered the strips expired in 02/2006. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.